Manufacturer narrative:
(B)(4). The device was received at baxter for eval. Eval experienced "door not fully latched" message which is consistent which reported symptom of "constant close door message" caused by the lower door hook being out of adjustment (lower hook = 0.014" spec = 0.004" - 0.006"). Unit has been reworked to correct this condition.

Event description:
The customer reported that pump serial number (B)(4) is experienced constant close door alarms when the door is closed. There was no pt injury. No further info was available.